Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she inserted the sensor but did not feel the needle come in and when pulling the serter away, the sensor fell out and the needle was missing. Blood glucose value was 4.2 mmol/l. The sensor would be replaced and returned for analysis.